Event description:
A customer in france reported a problem of growing strain staph aureus when using chromid(tm) (B)(6) plate; ref. 43451, lot 1004104620, expiry date; 09/10/2015. The strains do not have the gene (B)(6) and no plp2a. The lack of growth led to (B)(6) results when using the chromid(tm) (B)(6) product. There was no reported impacted to the patient as a result of the discrepant result. An investigation will be initiated by biomerieux..